Event description:
It was reported that, "during the surgery, when the surgeon was inserting the scorpio ts tray with the patient's tibia by using the simplex, the 2 plugs came off from the device. At that time, the surgeon removed the 2 plugs from the patient body. The patient did not receive any health damage."

Manufacturer narrative:
Device is not available for evaluation. No evaluation will be performed. Additional information has been requested and if received will be provided on a supplemental report.